Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not receiving an alert when blood glucose was high. Customer's blood glucose was 600 mg/dl. Which was treated with bolus wizard. Customer reported that high blood glucose began a week prior to call. Customer did not go to the hospital but did contact healthcare professional. Customer had no symptoms of high blood glucose. Customer reported that drive support cap appeared normal. Customer declined to check for leaks or air bubbles, site or insulin issues, and settings. Customer also declined high pressure test. Customer would call back to complete high pressure test.